Manufacturer narrative:
(B)(4). The assignable cause for the reported problem was determined to be depleted batteries resulting from user error.

Manufacturer narrative:
The device was evaluated on-site at the customer facility. The reported condition of damaged battery was confirmed due to depleted batteries. The main batteries and harness were replaced to correct the reported condition. Should additional information become available a follow up medwatch will be submitted. (B)(4).

Event description:
This is a report of a colleague infusion pump with a damaged battery, which could have caused an interruption of delivery. It is unknown when the reported condition occurred. There was no patient involvement, injury or medical intervention occurred. This device is a remediated colleague pump with a user interface module software version of 6.13.90. No additional information is available.